Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 15-apr-2024, it was reported that the patient's infusion set was not attached properly leading to high blood glucose level while the patient was studying.the site location was patient's abdomen and the pump was located on belt of the troussers.the infusion had been used for few hours. Reportedly, the infusions were kept in cupboard and the pump was not dropped with the set connected to patient's body. No further information was available.